Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A caregiver reported that a high scan of 124 mg/dl was received on the sensor when compared to 59 mg/dl obtained via competitor brand meter. No symptoms were reported however, the customer was unable to self-treat, requiring third-party treatment of peach juice and cookie. The customer then had contact with a healthcare provider but no treatment was rendered. No further information was provided. There was no report of death or permanent injury associated with this event.